Event description:
It was further reported that a patient is being considered for an upcoming revision due to vrs baseplate loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b4, b5, d1, d2b, d4, d6a, g3, g4, g6, h2, h4, h6, h11. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is being considered for a revision procedure on an unknown date for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right shoulder demonstrate a reverse total shoulder arthroplasty with no dislocation. Additional metal seen along the glenoid suggests possible reconstruction. No acute fracture. No evidence for loosening or wear. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.